Event description:
It was reported that the pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer had experienced the issue with the same pump within the past month. Technical support decided to replace the pump, confirming the shipping address and instructing the customer on how to return the problematic pump to tandem using a provided return box and pre-paid label. The customer was also informed about storing the pump and programming settings into the replacement pump, and that they would need to connect their cgm to the new device. The replacement pump was sent without the need for a delivery signature.